Event description:
On (B)(6) 2025, an FDA medwatch notification was received via email. A facility representative reported that an ar-2923bc biocomposite pushlock sl anchor was found defective and broke off prior to implantation in the patient's shoulder. The surgeon turned off the outflow, and upon further assessment, the anchor could no longer be found. The patient's shoulder was searched for the anchor. The anchor was unable to be obtained, and a new anchor was opened. It was documented that the anchor was implanted, as it remained within the shoulder. This was discovered during a procedure in (B)(6) 2024. No further information was provided. Additional information received on 1/20/2025: this was discovered during a right shoulder arthroscopic, anterior labral repair, and slap repair procedure on (B)(6) 2024. The new anchor used to complete the case was also an ar-2923bc biocomposite pushlock sl. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d6a, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion. The complaint allegation was not confirmed, and no evidence of the failure was received.